Manufacturer narrative:
The investigation for this report is ongoing. Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the tvr procedure. According to the literature review, and as documented in ew clinical technical summary for complaints, conduction disturbances/ heart block, atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including pre-operative comorbid status, the degree, and bulkiness of annular calcification, interventricular septal thickness, history of electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional aortic valve replacement (avr), where there may be localized trauma due to decalcification of the annulus and suture placement in the proximity of the atrioventricular (av) node or the bundles, the transcatheter heart valve may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause for conduction system interference remains unknown, but may be related to patient factors (moderate aortic annular calcification with multiple post dilations) and the mechanisms mentioned above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time at this time.

Event description:
As reported by our edwards lifesciences japan associate, post-deployment of a 26mm sapien 3 ultra resilia valve during a transfemoral transcatheter aortic valve replacement (tavr) procedure, paravalvular leak (pvl) remained, the valve was post-dilated, central regurgitation was observed along with a twisted leaflet, a successful valve-in-valve intervention was performed. Complete atrioventricular (av) block developed. After valve deployment, echo showed moderate pvl. Thus, post-dilation was performed with the same contrast solution volume as valve deployment. However, pvl remained unchanged. Post-dilation was performed again with the same contrast solution volume as valve deployment. Subsequently, echo showed central regurgitation with mild-moderate pvl. Upon closer examination, it was confirmed that the valve leaflet(s) was twisted. Aortography (aog) revealed moderate central regurgitation. Tav in tav was performed. Considering that there was severe calcification on the native leaflets and the 26mm valve was deployed with 4 ml less contrast solution than nominal volume, there was possibility of underfilling and also rupture due to calcification if a 26mm valve was used. Thus, for tav in tav, a 23 mm sapien 3 ultra resilia valve was deployed with nominal construction solution volume. After the second valve was deployed, there were no further problems and the patient left the operating room. The patient had complete right bundle branch block (crbbb) preoperatively. After balloon aortic valvuloplasty (bav) with 16 mm balloon, the valve was deployed in 70:30 aortic/ventricular position with 4.0ml less contrast than nominal volume. After valve deployment, complete av block developed. Temporary pacemaker was implanted as a back-up. Although sinus rhythm was observed before leaving operating room, the patient left the operating room under temporary pacemaker the sinus rhythm was not returned. A permanent pacemaker implantation was scheduled to be performed.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. B5, h6: component, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to the adverse event of heart block. Investigation results suggest/indicate the procedural and patient factor (crbbb) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, improper leaflet coaptation and central regurgitation are unable to be confirmed due to unavailability of the medical report/ imagery. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, 'the valve was deployed in 70:30 aortic/ventricular position with 4.0ml less contrast than nominal volume [...] After valve deployment, echo showed moderate paravalvular leak (pvl). Thus, post-dilation was performed with the same contrast solution volume as valve deployment. However, pvl remained unchanged. Post-dilation was performed again with the same contrast solution volume as valve deployment. Subsequently, echo showed central regurgitation. Upon closer examination, it was confirmed that the valve leaflet(s) was[/were] twisted. Aortography (aog) revealed moderate central regurgitation. Tav in tav was performed.' In this case, the valve was deployed with less volume of 4 ml, which could lead to under expanded valve with twisted leaflets appearance or improper leaflet coaptation, resulting in central regurgitation. As such, available information suggests that procedural factors (under expanded thv) may have contributed to the reported events of improper leaflet coaptation and central regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time at this time.